Event description:
Medical app tandem t-slim for android drops connection to t-slim x2 pump. This occurs 4-5 times per day. I am using samsung galaxy s24 ultra. The connection loss causes a failure to alarm low and high blood sugars through the app. This in turn can cause a life-threatening condition. A simple search of the web shows this is a common problem with users. The problem has been ongoing for several months. This app is not worthy of FDA approval until bluetooth issues are corrected.